Event description:
It was reported that the device experienced a power on reset (por). The reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Write to lock ram: occurred on (B)(6) 2013. Concomitant product: 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Write to lock ram: occurred on (B)(6) 2013. Concomitant product: 5076 implantable pacing lead, (B)(6) 2005. (B)(4).